Event description:
It was reported that the patient with this right ventricular (rv) lead reported pain in the chest when rv pacing. Per the field, the position of the lead looked to be mid-septal. All electrical readings were within normal ranges. A revision procedure was performed to explant the lead, and a new rv lead was implanted and positioned low right ventricular outflow tract (rvot). There was no pain reported following the implant, and the implanting physician is unsure of the mechanism of the patient's pain associated with their old rv lead. No additional adverse patient effects were reported. This lead is not expected to be returned.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.